Manufacturer narrative:
The insulin pump passed displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons of the insulin pump are hard to press. Customer's blood glucose level was 16.4 mmol/l at the time of the incident. The customer also reported that the insulin pump buttons were unresponsive. Troubleshooting was provided, however nothing was resolved. The insulin pump will return for analysis.